Event description:
It was reported a review of the patient¿s electrograms revealed the patient¿s right atrial lead was conveying noise and, further, noise was conveyed when the patient moved the patient's arm in a certain direction. The physician suspected an insulation anomaly as when the physician performed the procedure, the physician noted the lead was properly fitted into the header. The patient¿s right atrial lead was capped and replaced on (B)(6) 2017. The patient was stable before, during and after the procedure.